Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect could not be identified, it was determined that the image noise occurring on the entire screen could have been caused by devices that generate strong electromagnetic waves (electric scalpels, etc.) Around the observation monitor, defective video cable, defective body (defective boards), or poor observation monitor. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and an evaluation could not confirm the customer allegation. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the video processor displayed an intermittent image with noise. The issue happened during inspection for use for a procedure, while the device was used in combination with ltf-s190-5 videoscope. There were no reports of patient harm associated with the event. This report captures complaint on the video processor. Patient identifier (B)(6) captures complaint on endoeye deflectable videoscope (model : ltf-s190-5, model description : endoeye deflectable videoscope, serial no. (B)(4).